Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0nqr0, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had not had control of their bowel since 3 days ago and they were passing "pure yellow." The patient had a loss or change in therapy. There were no medical procedures, emi, trauma, or falls that could be related to the issue. The patient could feel stimulation on program 3 at 4.50v. The patient turned stimulation down from 4.90v not too long before they lost control of their bowels. The patient increased amplitude and felt stimulation in the right vaginal area. At 4.90v the patient had vaginal pain and had gone to the bathroom so much their back hurt. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.